Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported low blood glucose level. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 89 mg/dl while wearing the pod for longer than 48 hours. The patient reports having nausea as well as feeling weak due treatment provided with glucagon the prior night as their sensor was not working. Once at urgent care the patient was treated with intravenous fluids, juice and zofran. The patients pod will not be returned as it has been disposed. The patients reported blood glucose level while on this call was 111 mg/dl.